Event description:
Nurse missed vein on insertion of catheter, needle and catheter were removed and laid on bedside. Upon cleaning up of work area they received a needlestick injury. Clip had deployed but was off set from needle tip. Nurse receiving hosp protocol for needlestick injury."